Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during procedure the right ventricular lead exhibited high capture threshold. The lead was attempted to be repositioned however, the helix would no longer screw or extend out. The lead was removed and replaced. There were not patient consequences.